Event description:
Technical services received a call on 9/12/11. Caller stated that the rv pace impedance was 410 ohms and shock impedance was 40 ohms one year ago and now rv pace impedance is 877 ohms and shock impedance is 50 ohms. Daily measurements show that change has been slow and gradual so no abrupt jumps. No evidence of noise as no stored events. Sensing and thresholds are good and stable. Technical services discussed not sure of normal impedance range but does not seem out of line and since gradual change and sensing and thresholds have not changed and no evidence of noise then could just be normal impedance still but can't rule out start of something. Physician is dr. (B)(6) in (B)(6). No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).